Event description:
It was reported by the patient that post coronary drug-eluting stenting treatment procedure, complications occurred. The patient had four promus stents and a 2.50x12mm taxus express2 stent implanted in unspecified vessels at unspecified dates. The consumer reports that 4 of her 5 stents have "clogged up" and have needed follow up procedures. She also reports that a CT scans show "dense plaque". Additional information has been requested and is not available.

Manufacturer narrative:
Patient reported having procedures in 2007, 2008, and 2009. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.